Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's nurse from the hospital reported via phone call indicating that patient insulin pump had blank display. Customer's blood glucose at time of incident was 10.0mmol/l. Customer was advised has new battery but display did not return. Customer was asked to remove battery for 10 minutes and clean the battery compartment and battery cap. Customer was advised to insert new battery and display did not return. The customer was advised to return pump and it will be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion test, prime, excessive no delivery and displacement tests. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No cosmetic damage was noted.